Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The patient was reportedly in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received four non-lifevest defibrillations. At 18:50:00, the patient's ECG shows vf with CPR/tactile artifact. At 18:57:07 the patient received the first non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with tactile artifact/electrode lead fall off. The patient's post shock rhythm was vt at 100 bpm with tactile artifact and electrode lead fall off. The rhythm then degraded to vf with CPR/motion artifact and electrode lead fall off. At 18:55:21, the patient received the second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with motion artifact. The patient's post shock rhythm was asystole with pacemaker spikes and CPR/motion artifact. The rhythm then degraded to vf with CPR/electrode lead fall off. At 18:58:11, the patient received the third non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The patient's post shock rhythm was asystole with pacemaker spikes and intermittent cardiac activity. The patient was then seen in a paced rhythm at 30 bpm degrading to vf with CPR/electrode lead fall off. At 19:00:37, the patient received the fourth non-lifevest defibrillation, the patient's rhythm at time of treatment was vf with CPR/electrode lead fall off. The patient's post shock rhythm was a paced rhythm at 60 bpm degrading to vf with CPR/electrode lead fall off. The patient was last seen in vf with CPR/electrode lead fall off and pacemaker spikes until the electrode belt was disconnected at 19:12:43. There is no indication that a device malfunction caused or contributed to the patient's passing, CPR artifact, electrode lead fall off and pacemaker spikes prevented the lifevest from treating the patient during the treatable arrhythmias.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.